Event description:
Co recovered another MFR's device. The reason for removal given was "malfunction". Note: determination of reportability and categorization of this event was made according to this MFR's policies and procedures and the info rec'd in compliance with medical device reporting these determinations are not intended to evaluate this occurrence or suggest a cause (ref. Sections b1, b2, h1).